Event description:
Customer stated their gums on the front tooth is receding and has become very sensitive due to the retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.